Event description:
Caller reports that during a correlation study the following coaguchek xs plus/s results were obtained: 2.2 inr/1.7 inr no actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Customer reported receiving erratic readings on their freestyle freedom meter. Customer reported receiving readings of 80 mg/dl and 340 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the coaguchek xs plus system (lot number 29129632, expiration date 11/30/2011). Reference medwatch report with (B)(6) for the suspect device used in the coaguchek s system.